Event description:
The customer reported that the device was arcing and sparking during an adenoidectomy. A flame was also noted, but there was no operating room fire. The surgeon opened another device and completed the procedure. No injuries occurred.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for eval. If the sample is received, or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.